Event description:
Related manufacturer reference number: 2017865-2024-41633. It was reported that the patient presented in clinic due to syncope. Device interrogation revealed noise on the right ventricular (rv) lead and atrial (ra) lead. On (B)(6) 2024, the physician elected to cap and replace both ra and rv lead. The patient was in stable condition.